Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the blades from the monopolar curved scissors instrument broke off and fell into the patient. The procedure was extended 3.5 hours due to the time spent by the surgical staff looking for the broken blade. A gel port was added and a port incision was extended in order to inspect the patient's bowel and remove the broken blade. The planned surgical procedure was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned (post-evaluation) or if additional information is received. On (B)(6) 2010, the initial reporter informed intuitive surgical that no post-surgical complications were experienced by the patient.